Manufacturer narrative:
Problem description: it has been reported that the clinician noticed fluid leakage of the transducer in pv8215 during use. Investigation results: unfortunately, the device in question was not available for in house investigation. The user provided us a picture of the defect device. A little tilt could be detected at the connection between the flushing device and the pressure transducer. A similar complaint from the same lot has been reported and was available for investigation. The result of this investigation were as follows: " a visual and functional check could reproduce the reported issue. The reported leakage at the flushing device could be reproduced. A leakage at a tilted connection between the flushing device and the pressure transducer could be detected. After adjusting the tilt by hand (low force) the leakage could be stopped. Therefore, it is possible that the flushing device was incorrectly handled by an inexperienced user, resulting in the tilt at the connection and, subsequently, leakage." Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. There is no indication for a systematic root cause as a deficiency of design, production or material considering the very low complaint rate ((B)(4), considering root cause). Based on the information stated above, no additional actions will be taken. The complaint will be closed. The following similar device is under complaint: pv8215, lot 23em08, catalogue: 6886184, manufacturing date 02-28-2022, expiration date 05/31/2023, UDI (B)(4).

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The defective device has been requested but is not available for investigation due to country specific restrictions. The same lot with a similar issue has been reported to FDA with the following manufacturer reporting number : 3003263092-2024-0000027. In this case the device is available for investigation, therefore conclusions drawn from this investigation will be transferred to this report. A supplemental emdr will be sent when the investigation is completed. The following similar device is under complaint: (B)(4), lot 23em08, catalogue: 6886184, manufacturing date 02-28-2022, expiration date 05/31/2023, UDI (B)(4).

Event description:
Our qa colleague found on china national medical device adverse event monitoring information system that the clinician noticed leackage on the transducer part of the (B)(4). They replaced a new monitoring kit and continued treating the patient.